Event description:
The user facility reported the bi-blade would not cut while aspiration continued. There was patient contact, but no patient injury or medical intervention was required. A new pack was opened to complete case without further issue.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Manufacturer narrative:
The product evaluation has been completed. One opened se5425wvb pack from lot x1245 was received. The pack contains two 25ga bi-blade vitrectomy cutters, and a collection cassette with the tubing. The part number and lot number for the second cutter returned without the original packaging cannot be verified or determined. Both cutters are lying loose on the bottom of the pack under the cassette and tubing. The tip protectors were not returned. Both needles were bent. The port windows were in the opened positions. There was fluid in the tubing and dried solutions visible on the outer needle shafts. The back caps were aligned correctly on the body. The connectors and the tubing were inspected, and no damage was found. The collection cassette was clean and dry, but there was fluid in the irrigation line and drip chamber of the IV spike. A functional test was performed using a stellaris elite. The collection cassette was captured and recognized by the system. The assembly passed the self-vacuum test and primed as it should. Both vitrectomy cutters had good clean cuts throughout the various cut rates, and both had good aspiration. The returned vitrectomy cutters and collection cassette with tubing performed as intended. The cause of the bent needle tips, on both vitrectomy cutters, cannot be determined due to the returned condition of being loose on the bottom of the pack tray with no tip protectors. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.